Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional/changed and/or corrected data: b.5, d.6b, d.9, e.1, h.3, h.6. Device evaluation: visual analysis of the returned device identified a wear abrasion, fold creases, a linear opening on the anterior, brown particles in the shell, and an observed void >1 mm in non-textured, valve-to shell-bond area. A leak test and microscopic analysis were performed which identified: a smooth crease opening on the anterior. The fill test inspection was performed, the result: no blockage found. Based on the device analysis the final assessment is: smooth crease opening on the anterior assessed as fold flaw opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation. Device remains implanted.